Event description:
It was reported that a piece of the usb cable broke off into the usb port and could no longer be used to charge the pump. The customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged particles in usb port issue was verified. The usb cable was not returned for investigation, therefor the alleged usb cable issue was unable to be verified.